Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the pump indicated a data log corruption. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 295-316 mg/dl.